Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 address: (B)(6).

Event description:
It was reported the bronchofibervideoscope was having intermittent issues of grainy image with irregular color tone and noise in the endo image. The issue occurred during preparation for use of a diagnostic bronchoscopy. The procedure was cancelled and postponed for a few days. It was later completed with an olympus loaner asset. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative should be deselected from the initial medwatch.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The instructions for use states the prevention methods associated with the event in instructions evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f important information ¿ please read before use a. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. B. Do not twist or bend the bending section with your hands. Equipment damage may result. C. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. D. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. E. Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. F. Do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result. G. Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image. Olympus will continue to monitor field performance for this device.